Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wverpx1 multiple drawers failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found no issues upon arrival and completed the scheduled preventative maintenance. Two new front panels were installed on main half height drawers 2.1 and 4.1. The fse realigned the ball bearing cage, installed one new slide bumper on auxiliary half height drawer 4.1, and installed four new slide bumpers on main half height drawers 2.2, 3.1, 3.2, and auxiliary half height drawer 4.2. The system functioned as intended.